Manufacturer narrative:
The reported events were a helix mechanism issue, ¿helix was disformed¿, unacceptable threshold, high pacing impedance and r-wave amp variation. As received, a complete lead was returned. Visual and x-ray examination found the helix was bent and stretched consistent with procedural damage. The reported events of a helix mechanism issue and ¿helix was disformed¿ were confirmed. The helix mechanism/ extension length could not be tested due to damaged helix, as received. The cause of helix mechanism issue and ¿helix was disformed¿ was due helix being stretched and bent consistent with procedural damage. The reported events of unacceptable threshold, high pacing impedance and r-wave amp variation were not confirmed. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had high capture threshold, high pacing impedance and reduced sensing measurements. Upon attempting to remove and reposition the lead, the helix of the lead could not be retracted, the lead was then pulled out and it was noted that the helix had damaged. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.